Event description:
It was reported that following an ultrasound guided breast biopsy procedure, the needle tip protector of a breast tissue marker was removed and the outer cannula of the needle came off. It is unknown how the procedure was completed. There was no patient involvement.

Manufacturer narrative:
After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a malfunction pursuant to 21 cfr part 803. A manufacturing review was conducted and the reported lot met all release criteria. The complaint investigation is inconclusive as the sample was not returned for evaluation. Based on the photo provided, the detachment cannot be confirmed. Based on the available information, the definitive root cause is unknown. The current starchmark ultracor breast biopsy marker instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. A-d: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.